Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a postop examination (gonioscopy) following a trabecular microbypass stent system procedure, the surgeon observed an area of rising peripheral anterior synechiae (pas) which reportedly appeared to be covering one (1) of the two (2) stents. The surgeon was able to visualize the other stent in place, and there was not report of patient injury. Additional information is being requested.